Event description:
The customer reported that system video froze and locked up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The fse reseated all power connections to the image intensifier power supply. Workstation pcb assemblies were reseated and proper dc voltage was confirmed during the service event. The system was tested and found to be working as intended and returned to service.